Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose meter was unusable due to an e-7 error message. The patient tried to test her blood glucose and the meter showed e-7. The patient then administered an unknown amount of insulin and suffered hypoglycemia some time later. The patient's daughter found the patient lying on the floor with symptoms of hypoglycemia. The patient was treated by her daughter and recovered at home. The kind of treatment is unknown